Event description:
Patient underwent full revision surgery on (B)(6) 2016. The explanted generator and lead were discarded.

Event description:
High impedance with diagnostics showing dcdc - 7 was observed. The physician left the device on as patient is only having one aura per day. Patient was referred for a lead revision surgery. However, no known surgical interventions have occurred to date.